Manufacturer narrative:
Pump received with cracked case behind the pump at the battery compartment and broken battery tube threads. Pump error alarm during the rewind test, problem isolated to the pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged from back to battery compartment. The customer¿s blood glucose level was 12 mmol/l. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.